Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that messages were not reaching the station medstation. A technical support specialist (tss) verified that the customer completed the server reboot. Tss followed medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue knowledge article steps to resolve the issue. Tss advised the customer to increase ram allocation from 12gb to 16gb to prevent future potential issues. The system functioned as intended after the technical support specialist investigated the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, messages were not reaching the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.